Event description:
(B)(4). The provider states the joystick will not turn off. He states there is power to the chair and the joystick is in great shape, however it will not turn off. No additional information is available per the provider (B)(4).